Manufacturer narrative:
(B)(4). We received two used easypump ii lt 100-50-s without packaging. The two used samples were subjected to a visual examination. At one used sample (half filled) the tube was knotted several times before and after the flow restrictor. Because of the knots we could not carried out a functional test at this sample (flow test). At the other checked sample (empty) we detected no damages. At both samples the white clamp was missing. In addition the used sample without knots was filled with nac1 0.9% up to the nominal volume (100 ml) and taken to a functional test respectively leak test in a period of one hour. The pump works properly (solution was running). Leaks were not detected. Furthermore we tested the flow rate of the received sample. Nominal: 2.0 ml/hour. Actual: 3.0 ml in 1 hour; 6.1 ml in 2 hours; 8.8 ml in 3 hours. The sample is within specifications. We have informed our production site accordingly. We have informed our production site accordingly. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility ((B)(6)): the infusers did not perfused the totality of the drug (+ physiological serum) on 48 h. Administration of incomplete doses of the prescribed drug. Incident occurred in (B)(6) 2013.